Manufacturer narrative:
Device evaluation: lens was returned dry, in a specimen cup. Visual inspection found one lens haptic torn and clear residue on the lens surface. (B)(4).

Event description:
The reporter stated that a micl13.2, -8.0 diopter, implantable collamer lens was implanted on (B)(6) 2017 and removed on (B)(6) 2017 due to high vault. The lens was exchanged for another staar lens, micl12.6, -8.0 diopter, serial number (B)(4). Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.